Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface printed circuit board, the real time operation system and the general purpose operating system were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that intermittently the system would not work when in cine mode. No patient injury was reported.